Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the controller ac adapter operated as expected during bench testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that while the patient was seen in clinic, they reported that the controller ac adapter ((B)(4)) would not stay connected to the controller. The patient also mentioned that rotation of the collar was not smooth. The events were confirmed by the perfusionist. There were no reported alarms or loss of power events associated with the incident.